Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the handle with quick coupling, stainless steel (p/n: (B)(6), lot #: 9400162) was returned and received at us cq. Upon visual inspection, no defects were observed with the returned components of the device. It was reported on (B)(6) 2020, during testing, it was observed that the handle with mini quick coupling won't hold. The repair technician reported the device will not hold bits. Non-functional item is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The complaint condition is confirmed for thehandle with quick coupling, stainless steel (p/n: 310.95, lot #: 9400162). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: 310.950. Lot: 9400162. Manufacturing site: (B)(6). Release to warehouse date: (B)(6)2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, during testing, it was observed that the handle with mini quick coupling would not hold. There was no patient involvement. This complaint involves 1 device. This report is for 1 handle with mini quick coupling, stainless steel. This is report 1 of 1 for (B)(4).